Event description:
It was reported that during advancement of the bmw universal guide wire into the guiding catheter, the guide wire separated into two pieces. The separation occurred inside the guiding catheter when approximately 40 cm of the guide wire was inside the guiding catheter. The separated portion was manually removed from the guiding catheter. There was no resistance noted during insertion or removal. A new bmw universal guide wire was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device did not return for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record for the reported lot revealed no associated non-conforming material records. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no indication to suggest a product quality deficiency.